Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer stated that they were able to successfully clear the alarm and also they were able to rewind the insulin pump. Customer also stated that the power error was detected and the error reoccurred within a week of troubleshoot occurrence. Advised the insulin pump will need to be replaced and refer to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.